Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited decreased pacing impedance and high thresholds with no capture. An insulation break was also noted upon opening the pocket. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.